Event description:
It was reported that this right ventricular (rv) lead was exhibiting pacing impedance high out of range. Technical services (ts) was consulted and recommended further testing for noise. Noise was able to be recreated. The lead exhibited oversensing and pacing inhibition over two seconds. The lead remains in service. No adverse patient effects were reported. Additional information was obtained; the lead will be revised in the future. Additional information was received; this rv was explanted due to lead fracture. A new brady lead with a different model was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting pacing impedance high out of range. Technical services (ts) was consulted and recommended further testing for noise. Noise was able to be recreated. The lead exhibited oversensing and pacing inhibition over two seconds. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, the lead will be revised in the future.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting pacing impedance high out of range. Technical services (ts) was consulted and recommended further testing for noise. Noise was able to be recreated. The lead exhibited oversensing and pacing inhibition over two seconds. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to fields: b5: describe event or problem from section b: adverse event or product problem. D4: catalog number, model number, lot number, serial number from section d: suspect medical device.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting pacing impedance high out of range. Technical services (ts) was consulted and recommended further testing for noise. Noise was able to be recreated. The lead exhibited oversensing and pacing inhibition over two seconds. The lead remains in service. No adverse patient effects were reported. Additional information was obtained; the lead will be revised in the future. Additional information was received; this rv was surgically abandoned due to lead fracture. A new brady lead with a different model was implanted successfully. No additional adverse patient effects were reported.